Event description:
It was reported that the balloon of a dilatation catheter burst when inflated and the fixed wire of the device came out of the catheter. The wire torn the mucosal tissue. The extent of the tear is unk. The product is not being returned for evaluation.